Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00786. It was reported that the patient experienced ineffective stimulation. Reportedly, the leads had migrated. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.